Event description:
Information was received from a patient representative (caller) regarding an implantable neurostimulator (ins). Caller reported that the other night, patient was lying in bed when they got shocked, so they had to turn the stimulation off. Caller requested to safely turn the stimulation back on. Caller mentioned patient was charging the implant the other day and they wanted to make the patient didn't accidentally change something within their implant while recharging. Agent reviewed the roleof manufacturer representative (rep), provided national answering service (nas) phone number, and redirected to rep and healthcare provider (hcp) to further address.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.